Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. (B)(4). Concomitant products: 1.carto 3 system; model #: m-4800-01; serial #: (B)(4). 2.smartablate generator ; model #: m-4900-07; serial #: (B)(4). 3.smartablate pump ; model #: m-4900-08; serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for a right-sided idiopathic ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient's medical history was unknown. During the procedure, patient became hypotensive and the cardiac tamponade was confirmed through a trans-esophageal echocardiogram. Ther pericardiocentesis yielded an unknown amount of fluid. There was no information about the hospitalization. The patient reported to be in stable condition at the time of complaint. No causality opinion was provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and MDR reportable.